Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if the sample is received. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A customer reported a case of post operative endophthalmitis. Additional information was requested for this report. No updates have been received at this time.